Manufacturer narrative:
G4:05feb2021. B4:08feb2021. The customer confirmed the unit was not in clinical use, and there was no patient or user harm reported. There was no delay of therapy. The customer reported there were no ventilator inoperative codes found in the diagnostic report (drpt). The customer reported the unit should power on when the power button is pressed. The unit's display was blank and unit was beeping. The customer reset both ac and dc power and then the unit powered on. The unit now powers on as expected with no issues. The power management (pm) printed circuit board assembly (pcba) was also replaced due to the field change order recall as per advise by the technician. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the unit would not power on. The unit was in clinical use, and there was no patient or user harm reported.